Event description:
It was reported that during a colon procedure, the head was not connected to the body. After stapling properly and opening the device, the anvil was stuck in the colon while removing the stapler. The anvil was removed (no further detail provided). The staple line was correct. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. Although there is no conclusion as to what caused the reported incident, it is possible that the anvil was gripped by the locking springs while trying to reattach to the device; this would prevent the anvil from locking on to the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Same case as MFR report #: 2134265-2010-03095. It was reported that during a coronary stenting treatment procedure, stent damage occurred. The patient presented with chronic angina. Vascular access was obtained via the right radial artery. The 90% stenosed concentric de novo lesion measuring approximately 2.75mm in diameter and 28mm in length was located in a non calcified and moderately tortuous distal left circumflex artery that contained a significant bend of greater than 90 degrees. Resistance was felt advancing a mailman guidewire and upon removal it was noted that a small portion of the hydrophobic coating separated near the tip of the device. The device was removed and exchanged for a pt graphix guidewire. The lesion was predilated with a 2.0x20mm maverick balloon. A 2.75x32mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, distal stent damage was noted. The procedure was completed with a 2.75x28mm promus stent. No patient complications were noted. Patient condition is listed as stable.